Event description:
The patient experienced intermittent stimulation. There was no known accident or incident related to the event. Approximately 4 weeks later, impedances were checked and found to be normal. Movement did not cause the stimulation to charge. The device was not programmed to cycle. The patient reported no shocking or burning, only that the stimulation seemed to come and go at random. The patient programmer, external antenna and recharger were replaced, but did not address the issue. The patient kept a log of the intermittency and there didn't appear to be any particular pattern to it. The implantable neurostimulator was replaced.

Manufacturer narrative:
Final device analysis revealed no anomaly found - implantable neurostimulator is functionally ok.